Event description:
The reporter stated the saddle in locking cap from the locking screw assembly separated and broke during surgery while in use. After trying two caps the surgeon opted to replace the screw as well. No harm to the pt, no adverse event to report. The post operative x-rays were negative for any foreign bodies.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.